Manufacturer narrative:
B3: date of event updated with additional information received.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. Before transeptal puncture (tsp) crossing, the physician gave 7000 units of heparin to the patient. The activated clotting time (act) was done ten (10) minutes later and the act was 188 seconds. Additional heparin was given to the patient to achieve a therapeutic range, and the act was still non-therapeutic. Additional heparin was administered again. The act was non-therapeutic, so the physician asked to get another istat machine. The closure device was deployed, and the case was successful. A new istat machine was brought into the room and an act was drawn which showed therapeutic range above 500 seconds. Protamine was administrated to the patient. Upon trying to discharge the patient the next day, the physicians noted signs of a stroke, and the patient was hospitalized for six (6) days and then was discharged on (B)(6) 2025. During a follow up visit, the patient complained of blurry vision. The patient is expected to fully recover.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. Before transeptal puncture (tsp) crossing, the physician gave 7000 units of heparin to the patient. The activated clotting time (act) was done ten (10) minutes later and the act was 188 seconds. Additional heparin was given to the patient to achieve a therapeutic range, and the act was still non-therapeutic. Additional heparin was administered again. The act was non-therapeutic, so the physician asked to get another istat machine. The closure device was deployed, and the case was successful. A new istat machine was brought into the room and an act was drawn which showed therapeutic range above 500 seconds. Protamine was administrated to the patient. Upon trying to discharge the patient the next day, the physicians noted signs of a stroke, and the patient was hospitalized for six (6) days and then was discharged on (B)(6) 2025. During a follow up visit, the patient complained of blurry vision. The patient is expected to fully recover.